Event description:
Major pump unit(s) involved: device thrombosis. Additional text: location uncertain. Specific component(s) involved: other component malfunction, specify. Other component: uncertain. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention : increase anticoagulation, brief IV heparin. Implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify